Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the casing was cracked/ broken on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 about 530pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, the patient reportedly took less food/drink at the time of the alleged issue. A couple days later, the patient claims she felt symptoms of sweating and shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.